Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The probable root cause is attributed to component failure. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodging may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument came apart at the wrist. It was very difficult to remove from the trocar. The procedure was completed with no reported injury.